Event description:
On (B)(6) 2011, a 27 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to stenosis and an edwards lifesciences inspiris valve was implanted. The surgeon reported the trifecta was 7 years old at the time of explant. The patient is reported to be recovering.

Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however, information from the field indicated "the trifecta valve was 7 years old at the time of explant."